Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that a new battery was inserted, but the pump did not power on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: there were no unexplained power interruptions observed in the black box download, but the pump information from date of the complaint had been overwritten due to continued use of the device after the alleged issue was reported. The top of the returned battery cap was noted to be worn. The battery cap attached securely to pump. The pump was exercised for 12 hours with no power interruption or alarms occurring. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.